Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service has been requested and no ventilator logs were provided. It is unknown if any parts were replaced. Information about the current status of the ventilator has not been provided. Due to the limited information provided, no investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high peep and high continuous pressure. There was no patient harm. Manufacturer's ref #: (B)(4).